Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2005277, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2005277 were used for additional evaluation. The product was visually inspected, no defects or damage was observed on any of the syringe tips. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Results from all inspections as well as the molding register were reviewed lot 2005277and no issues were identified. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the syringe 100ml cath tip experienced molding defects -sharp protrusions. The following information was provided by the initial reporter: the customer reports: the tip of the syringe edge is so sharp that when flushing the patients ear, it causes damage to the patients ear orifice edge.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 100ml cath tip experienced molding defects -sharp protrusions. The following information was provided by the initial reporter: the customer reports: the tip of the syringe edge is so sharp that when flushing the patients ear, it causes damage to the patients ear orifice edge.